Event description:
Large amount of water discovered on the floor by patient. Identified the water source was a leak at base of the ventilator humidification canister. This issue has been observed a couple of times for the same lot.